Manufacturer narrative:
The device in question was returned for evaluation, and we confirmed that the device had been reprocessed. The reported issue was confirmed. A review of the device history record confirmed that all validated parameters were met and all required inspections were performed. This is the first report of this type of failure for this device; therefore, we will continue to monitor trends. Unfortunately, we do not have enough information at this time to determine the root cause of the failure. However, if additional information surrounding the incident is received then this report will be updated. The user reported a 20-30 minute delay during the procedure but there was no patient consequence or subsequent injury. Therefore in an abundance of caution, we are filing this medwatch report.

Event description:
We received a report indicating that the tip of a reprocessed ablation wand detached during use. The tip was detected via x-ray and was removed at the time of the procedure.